Event description:
A report was received that a pt underwent a pocket revision procedure due to pain at the pocket site. The pt's pocket was re-positioned and the pt is reportedly doing well following the procedure.

Manufacturer narrative:
This is a the final report.